Manufacturer narrative:
Received one ia12-100lpi in unoriginal packaging. Lot number was not verified. Performed a visual inspection, the complaint was confirmed. The trocar tip was broken. The manufacturing documents from the device history record have not been reviewed because the lot number is not known. The lot history review was not conducted because the lot number is not known. (B)(4). Per the instructions for use, the user is advised the following: use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port¿s tip away from significant vessels and organs- do not use excessive downward force. Once partial entry has been accomplished, very little force is required to complete entry. Excessive force may cause injury to underlying anatomic structures. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, ias12-100lpi, airseal 12/100mm lpi port, was being used during a robot-assisted esophagectomy procedure on (B)(6) 2023 when it was reported, ¿it was reported that the tip of trocar was broken during the surgery.¿ there was no report of injury, medical intervention, or hospitalization for the patient or user. Further assessment questions were asked; however, the reporter has not responded to date. The image of the device shows the device fragmented; however, there is no information to the whereabouts of the fragmentation. This report is being raised due to the reported injury because the whereabouts of the fragmentation is not known and could have been left in the patient.

Event description:
The customer reported that the device, ias12-100lpi, airseal 12/100mm lpi port, was being used during a robot-assisted esophagectomy procedure on (B)(6) 2023 when it was reported, ¿it was reported that the tip of trocar was broken during the surgery.¿ there was no report of injury, medical intervention, or hospitalization for the patient or user. Further assessment questions were asked; however, the reporter has not responded to date. The image of the device shows the device fragmented; however, there is no information to the whereabouts of the fragmentation. This report is being raised due to the reported injury because the whereabouts of the fragmentation is not known and could have been left in the patient.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. Device not yet received.